Manufacturer narrative:
Upon receipt, the device was interrogated on a programmer and normal communication was established. Interrogation of the device revealed the device was above elective replacement indicator when received. The device was tested on the bench using test leads and low out of range pacing lead impedance was observed. The reported event of low pacing impedance was confirmed. The event was determined to be due to a hybrid anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, low out of range pacing impedance was noted on the right atrial lead. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.